Manufacturer narrative:
Additional information b5: the device was programmed to deliver oxytocin as a primary infusion from a postpartum bag volume of 500ml at a rate of 999ml/hr in the labor and delivery unit. Corrected information h10: the device was received for evaluation. A device history review was not completed, a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event and no abnormalities were observed during the history log review.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log was performed. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse primary bag 500ml bolus and alarmed indicating of end of infusion but bag was still full. The event happened during delivery at the b7 l and d department. There was no known patient injury or medical intervention associated with this event. No additional information is available.